Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') and fallopian tube perforation ('essure coil noted perforating through the right tube.') In a female patient who had essure (batch no. 927076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), headache ("headaches"), dyspareunia ("painful intercourse"), loss of libido ("lack of sex drive"), mood swings ("mood swings"), alopecia ("hair loss"), urticaria ("hives") and constipation ("constipation"). The patient was treated with surgery (essure removed. And hysterectomy, removal of essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, headache, dyspareunia, loss of libido, mood swings, alopecia, urticaria and constipation outcome was unknown. The reporter considered alopecia, constipation, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, loss of libido, mood swings, pelvic pain, urticaria and uterine perforation to be related to essure. The reporter commented: discrepancy noted in device insertion date , it was reported as 16-mar-2012 (in pif). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') and fallopian tube perforation ('essure coil noted perforating through the right tube.') In a female patient who had essure (batch no. 927076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), headache ("headaches"), dyspareunia ("painful intercourse"), loss of libido ("lack of sex drive"), mood swings ("mood swings"), alopecia ("hair loss"), urticaria ("hives") and constipation ("constipation"). The patient was treated with surgery (essure removed. And hysterectomy, removal of essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, headache, dyspareunia, loss of libido, mood swings, alopecia, urticaria and constipation outcome was unknown. The reporter considered alopecia, constipation, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, loss of libido, mood swings, pelvic pain, urticaria and uterine perforation to be related to essure. The reporter commented: discrepancy noted in device insertion date , it was reported as (B)(6) 2012 (in pif). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: lot number was added, reporter was added, event fallopian tube perforation added. Consumer dob was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs. She also experienced heavy bleeding (genital haemorrhage), amongst non-serious events. Plaintiff underwent a hysterectomy with essure removal 5 and a half years after the insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. Both the events are anticipated in the reference safety information for essure. During the essure therapy, uterine perforation may occur. The exact time point and mechanism of perforation are not known, however, considering its nature, the event was considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Considering the temporal relationship and the lack of alternative explanations, causality cannot be excluded. This case was regarded as incident, as a surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), headache ("headaches"), dyspareunia ("painful intercourse"), loss of libido ("lack of sex drive"), mood swings ("mood swings"), alopecia ("hair loss"), urticaria ("hives") and constipation ("constipation"). The patient was treated with surgery (hysterectomy, removal of essure implant on (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, headache, dyspareunia, loss of libido, mood swings, alopecia, urticaria and constipation outcome was unknown. The reporter considered uterine perforation, genital haemorrhage, pelvic pain, headache, dyspareunia, loss of libido, mood swings, alopecia, urticaria and constipation to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs. She also experienced heavy bleeding (genital haemorrhage), amongst non-serious events. Plaintiff underwent a hysterectomy with essure removal 5 and a half years after the insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. Both the events are anticipated in the reference safety information for essure. During the essure therapy, uterine perforation may occur. The exact time point and mechanism of perforation are not known, however, considering its nature, the event was considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Considering the temporal relationship and the lack of alternative explanations, causality cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.